Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the xenon light source was leaking, gave a message to change the lamp during colonoscopy and water was running underneath. The procedure was completed with a similar device. There were no reports of patient harm.